Manufacturer narrative:
The insulin pump alarmed no delivery during excessive no delivery alarm test due to faulty force sensor. The insulin pump was unable to confirm prime alarm due to no delivery alarm. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the manual prime. The insulin pump had not been dropped or bumped. The blood glucose reading was 279 mg/dl. The drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.